Event description:
Customer deceased. Customer's family member was unsure of details regarding thier pt's death. Customer's family member stated that their daughter was wearing the pump at the time of their death and pt died in their sleep. Customer's family member believes their daughter had a heart attack.